Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer changed their supplies and resumed insulin delivery to address the issue. Customer¿s blood glucose (bg) level was elevated, but exact value was not provided. Customer changed supplies to address elevated bg.